Event description:
The field engineer reported that the snubber failed during an arc test. The snubber failing can cause the system to no longer produce fluoroscopic images. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The snubber board was replaced. The system was then found to be operating as intended.